Manufacturer narrative:
Initial MDR was mistakenly submitted to FDA through normal electronic filing. This MDR will be resubmitted via a (B)(4) report as part of the requirement of (B)(4).

Event description:
A revision surgery was performed due to pain.

Event description:
A revision surgery was performed due to pain.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown abg ii modular stem. Additional information has been requested and if received, will be provided in the supplemental report. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices.